Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient was scheduled to have a catheter revision today (B)(6) 2025 but the patient did not show up for their appointment. The staff called the patient and the patient stated they were out of town on vacation.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump and catheter were replaced and the issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump was replaced for prophylactic reasons so that the patient wouldn't have to have another surgery in less than 2 years. There were no issues with the pump. The catheter was tied off and remains in the patient. It would not be returned. The pump would not be returned due to facilities procedures and policies and the customer discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter; product ID 8784, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-oct-2016, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 03-oct-2016, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 19-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen 350 mcg/ml 176.78 mcg/day via an implantable pump. It was reported that the patient had a pump refill on (B)(6) 2025 where the first volume discrepancy occurred, expected 7.2 mls and withdrew 20 mls from the pump. The patient stated that there was another discrepancy at his last refill on (B)(6) 2025 but the amount was unknown. He said that when he was lying flat, he could tell he was not getting his medication (increased spasticity, anxiety). The patient has multiple sclerosis (ms) and uses arm crutches; states he falls a lot but has not had injuries from the falls. The healthcare provider (hcp) attempted a catheter study on (B)(6) 2025. The catheter could not be aspirated or flushed. The catheter anchor was visualized on x-ray, which the hcp believes could be causing positional kinking. The patient will be scheduled for a catheter revision (no date yet). The issue was not resolved. The hcp has no further information for medtronic. Additional information was provided from a healthcare provider via a company representative stated that a catheter revision was scheduled on (B)(6) 2025.